Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used the rebar27 microcatheter to deliver the fr-6-30 stent. Upon entering the introducer sheath, resistance was encountered. Upon removal, the stent was found to be kinked. There was resistance during the procedure during delivery. The vessel was not tortuous. The resistance occurred at the catheter hub. Rhv was not lose during delivery. The sheath was secured in the hub of the micro catheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of terminal internal carotid artery ischemic stroke.  Modified rankin scale (mrs) baseline score was 2, procedure score 0. National institutes of health stroke scale (nihss) baseline score 16, post procedure score 3. Baseline tici 1, post procedure 3. The IV was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 120 minutes.

Event description:
Additional information received reported that the cause of the resistance and kink was not determined. The resistance was at the cat heter hub. A continuous saline flush had been administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.